Event description:
On (B)(6) 2010, patient reported elevated blood glucose of 405 - "hi" mg/dl, which occurred near (B)(6) 2010. Pt woke in the morning and felt groggy and later experienced pain in kidneys and difficulty breathing. Patient delivered 3 insulin injections throughout day but blood glucose would not decrease below 405 mg/dl. Pt felt like she was not getting any insulin. Husband transported patient to hospital later that night, and pt was admitted for 2 nights and treated with an insulin IV. Correct type of battery was in use. Insulin cartridges, infusion sets, and adapters were used per specification. Infusion device buttons were functioning properly. There was no blood in the infusion set or leaks in the system, and time and date were programmed correctly. Patient did not forget to bolus and insulin was not expired. Infusion device was not dropped, cracked, or exposed to water or insulin ingress. No lifestyle changes were reported. F/u was completed with patient. Patient received e4 occlusion errors during event, which caused blood glucose to elevate. Target blood glucose is 150 mg/dl or less. Blood glucose was normal until e4 occlusion errors began. She was sent replacement infusion sets of the same lot number and continued to receive e4 occlusion errors. Patient was on injection therapy at time of f/u. Infusion sets were replaced and requested for eval.